Manufacturer narrative:
The initial reporter is (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) had been between 300mg/dl to 600mg/dl with small ketones for two weeks and the reporter felt the pump is not delivering correctly. The patient treated with injection and the bg returned to 100mg/dl to 200mg/dl. Customer support (cs) reviewed the pump and all settings are correct except that basal was 3 units lower 2 days ago that the reporter could not explain. Cs advised the patient that there is nothing to indicate that the pump is an issue but advised the reporter that they would replace the pump to ease concern. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.